Event description:
Device issue: shaft separation. Time of device issue: during stenting procedure. Adverse event: none. It was reported that the proximal shaft separated during advancement of the 3.0 x 23 mm and 3.0 x 28 mm xience prime stent delivery systems and the 3.0 x 12 mm voyager nc balloon catheter due to a heavily calcified and heavily tortuous lesion in the mid left-anterior descending (lad) artery. All three systems were hard to advance. There were no reported adverse patient effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.